Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthma (new or worsening) and lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 04/09/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device is cutting on and off and sometimes it takes longer to cut on. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During review of the error logs, pil determined that the device had 501.5 machine hours, 501.5 blower hours and 483.1 therapy hours. The error log showed 1 error logged. During the investigation pil observed the air inlet filter, sd card cover and control knob were missing. An unknown contaminate was observed on the bottom enclosure. An unknown contaminate was observed on the sound abatement foam. Dust-like contamination was observed on the top enclosure, on the right side panel, in the air inlet, and on the bottom enclosure. Pil observed potential degraded sound abatement foam on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. ((B)(4)) pil observed an unknown contaminate in the bottom enclosure. Dust-like contamination was observed on and under the flip lid assembly, on the top enclosure, on the dry box, in the bottom enclosure and lower base. In box h-device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box d: device available for eval, device serviced by 3rdp and date returned to mfg has been updated.